Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, the ventilator failed a test step during testing. The device's machine flow sensor, 3-way solenoid valve and active exhalation control module were replaced to address the issue.